Event description:
It is reported that during surgery, the femoral im sword became lodged in the femoral canal. Surgeon had to use bone tamps and a mallet to attempt to dislodge it.

Manufacturer narrative:
Evaluation summary: as indicated by the surgeon's statement and the observed damage, the damage resulted from the surgeon using bone tamps and mallet to attempt to dislodge the device. This method is not part of the surgical technique. What caused the device to become lodged is unknown. Additionally, the manufacture date indicates the device may have a field life of over eight years. The device may have exceeded its useful life. Evaluation: as returned, the device exhibits heavy gouges and a bent spike. Manufacturing documentation was reviewed previously and indicates that the device was manufactured, inspected, and packaged to specification. Measured dimensions were found to be within specification.